Event description:
It was reported that the doctor was unable to obtain adequate sensing and pacing thresholds during implant, and was unable to fixate the lead without dislodging due to patient's anatomy. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix mechanism.